Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported issue. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the absolute pro vascular was removed from the package and the device was flushed. It was then noted that some of the stent was coming out of the outer sheath, but it was not reported if the stent was flowering (opening). There was no patient involvement. Another absolute pro vascular was used to complete the procedure without incident. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.